Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed.there were no anomalies found. (B)(4).

Event description:
It was also noted that the hall sensor was also being questioned for causing the patient alert tones.

Event description:
It was reported that the patient presented to the emergency room for alert tone going off on the implantable cardioverter defibrillator (ICD)  with no associated reason. Since that occurrence, the patient has heard the tone several times. Trend data did indicate tha of four alerts, two were for a reed switch closure. The ICD remains in use and further monitoring is being conducted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 implantable tachy lead 2004-(B)(6); 5071 implantable pacing lead 2004-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.